Event description:
User advised that the rate was set at 6 ml/hr and spontaneously changed to 35 ml/hr which led to an overinfusion. There was no patient consequence. Hospital biomedical engineer indicated this was a user error.